Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat anterior pelvic prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2007 due to exposed vaginal mesh. No additional information was provided. (B)(4) - urinary/bowel problems; mesh exposure.